Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photography provided by the distributor, and our knowledge of the product. Results: evaluation of the provided photography revealed that one of the tubes was damaged. The film was observed to be wrinkled and torn, which is consistent with the tubing being pulled beyond its intended extension. Conclusion: we are unable to determine the cause of the reported event. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: - "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." - "disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care". "Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.

Event description:
A distributor in china reported on behalf of a healthcare facility that the tubing of a bc191-05 flexitrunk nasal tubing was broken before use on a patient. The healthcare facility has further reported that the device was immediately replaced. There was no reported patient involvement.